Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient she had seen her physician and 2 days later, the device started shocking her for a total of 21 shocks. The patient was hospitalized 4 days in the intensive care unit. The device was explanted and replaced with a competitor device. No further patient complications were reported as a result of this event. Additional information received reported the lead was replaced along with the device due to the inappropriate shocks.